Event description:
It was reported that on (B)(6) 2025, the c-arm was jerking. A field engineer examined the equipment and found loose vta bolts, and needed to be replaced and loctite applied. The repair was pending to be completed at the time of the report. A follow up MDR will follow.

Manufacturer narrative:
An investigation was completed: on 1/20/2025, it was reported that the c-arm was jerking and hesitating during tomo capture. The field engineer (fe) was dispatched to the customer site and found the vertical travel assembly (vta) bolts were loose. The fe replaced the vta bolts to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 4,754 days and were not returned for further investigation. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in CAPA-04378. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There was no discrepancy noted in the DHR that was related to the vta. Vta was installed on this gantry with no issues noted. System product code: sdm-00001-2d, serial number: (B)(6), manufacture date: 01/23/2012, system installation date: 02/10/2012, unique device identifier (UDI): (B)(4).